Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
This report is being filed as a correction. Upon review the initial MDR that was submitted was incorrect in stating that the customer called adc to report that their adc meter would not power on. The customer contacted adc and reported that their meter would power on and then off when the button was pressed or a test strip was inserted. The customer did not report a blank screen issue. Additionally, please note that no product issue was identify during returned product testing. Refer to MDR follow-up 1 for investigation test results.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.